Manufacturer narrative:
Other product codes not listed: dap, ddr, jhk, mmi. Product support investigated sob lot w58669b for discrepant low complaint. All devices ran successfully; no errors were observed. All devices returned values within specification. The customer's complaint was not replicated. The root cause could not be determined. This is the only complaint for sob lot w58669b. No product deficiencies were established; no corrective action required at this time.

Event description:
Customer in (B)(6) reported that they were observing very low results for ckmb when comparing triage sob test with their laboratory analyzer. Although the customer indicated that this occurred on many samples, there was only one set of data reported. No patient information was provided and no report of any adverse events related to these finding.